Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were hospitalized for severe hyperglycemia, coma, brain hemorrhage and sepsis on (B)(6) 2020. Blood glucose reading was unknown. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's blood glucose was measured by their neighbor as 33.0 mmol/l. In the hospital they measured the customer's blood glucose again and it had came on 800 percent. The insulin pump will be returned for analysis.